Event description:
It was reported that (1) device was used during a sigmoid procedure. It was reported by the affiliate that the cdh29 instrument was difficult to remove after firing. There was no consequence to the pt.